Event description:
A caller reported a malfunction on the pump, described by malfunction code malf 0, which was determined to be resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller in resetting the pump, which successfully resolved the issue. The caller was advised to continue using the pump and to contact support if the malfunction recurs, which they acknowledged and understood.